Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen did not respond when pressed. This was due to contamination on the touchscreen caused by fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed for error code s339 (power down error) during preventive maintenance testing at the user facility. This did not indicate a reportable malfunction; however, during verification testing at the service center the device touchscreen was found to not respond when pressed.